Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected to and passed continuity test. Dried blood was noted in the lumen.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a heart wall perforation. A lead body damage was also reported. A thoracotomy was required at the lead removal procedure. A section of the lead was returned. Product investigation was completed. This lead was subjected to and passed continuity test. Dried blood was noted in the lumen. No additional adverse patient effects were reported.